Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they were stuck in rewind loop. The customer received battery out limit alarm. The customer's blood glucose level at the time of incident was 200mg/dl. The customer was assisted in clearing the alarm. The customer was advised to monitor the device and call back if issues persist.